Event description:
The doctor reported that his scissor dfh-0008 had broken when he was cutting a 10-0 prolene iris suture. The surgery was completed as planned and there was no impact to the pt.

Manufacturer narrative:
The device was returned corroded and showing signs of being sterilized by a method not recommended for these devices.